Event description:
It was reported that during an open gastric bypass procedure, the device delivered malformed staples. Sutures were used to close the staple line. There was no reported pt consequence.